Manufacturer narrative:
Zoll has not received the autopulse platform (B)(6) for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message upon powering up. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" message upon powering up was confirmed during the functional testing and the archive data review. The possible root cause of the system error could be an internal component error or malfunction of the processor board. The autopulse platform was manufactured in 2016. Upon visual inspection, no physical damage was noted. The archive data indicated system error - 132 (internal watchdog timeout) around the reported event date, confirming the reported complaint. The autopulse platform failed functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. Zoll offered the customer a replacement device. Therefore, no service was performed, and the autopulse platform will be scrapped at zoll. Historical complaints were reviewed for service information related to the reported complaint, and three similar complaints were reported for the autopulse platform with sn (B)(6). (B)(4) was reported on 05/04/2016, (B)(4) was reported on november 19, 2021, and (B)(4)was reported on 09/19/2023.